Manufacturer narrative:
At the time of the event, medtronic technical services specialist advised that drilling through the precision aiming device is off-label. Issue resolution was confirmed at time of the call. On (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested for suspect biopsy guide (B)(4) 2016. No parts have been received by manufacturer for analysis. No parts were replaced. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's biopsy guide. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, accompanied with monteras laser ablation, dr. (B)(6) used the vertek system to align trajectory, drill through the precision aiming device and place monteras bolt to place the laser. When they were trying to place the bolt, the precision aiming device moved. To proceed with the surgery, they used the vertek probe to line it back up. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than 5 minutes.. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's biopsy guide. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.